Event description:
The patient claimed that she was treated at the ER with IV insulin after her elevated blood glucose did not respond to animas insulin pump treatment. The patient was admitted to the hospital on (B)(6) 2011 at 3 am. The patient changed out her site twice before the doctor took her off of insulin pump treatment because the doctor felt she was "just not getting enough insulin." The doctor advised the patient to treat her diabetes with syringes after she was released from the hospital. The animas representative performed troubleshooting to evaluate the animas pump and to assess what caused the patient's alleged elevated blood glucose. The total daily dose based on the basal and bolus amount are all accounted for. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. The cannula did not have any a kink or bending at the infusion site. A visible drop can be seen at the end of the tube when the patient primes the animas pump. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged elevated blood glucose. This complaint is reported because the patient claimed her blood glucose did not respond to animas insulin pump treatment. Subsequently, the patient required medical intervention for elevated blood glucose.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.